Event description:
It was reported that during a laparoscopic cystectomy, the tissue pad fell into the patient. The tissue pad was removed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.